Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of aortic valve stenosis with bicuspid anatomy type 1 using the sievers method, a 23-millimeter transcatheter aortic valve could not be secured and implanted as it did not maintain its position. The team suspected the valve was too small based on computed tomography measurements, which initially led to the selection of the 23-millimeter valve (perimeter 62, left ventricular outflow tract (lvot) 60.5). An intraoperative decision was made to switch to a 26-millimeter valve, which was successfully implanted without any complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: two static images and one media file were provided for review. Images from the patient¿s executive summary were provided for anatomical review. Patient¿s annulus perimeter measured 62.5mm with a perimeter derived diameter of 19.9mm suggesting a 23mm evolut. The aortic valve appeared to be moderately calcified. It was reported that after attempting to implant the 23mm evolut, a decision was made to withdraw the 23mm and proceed with a 26mm evolut implant. The media file provided shows a valve deployed just prior to the point of no recapture. Since no other images were provided it is not possible to add any further comments therefore this review is inconclusive. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of aortic valve stenosis with bicuspid anatomy type 1 using the sievers method, a 23-millimeter transcatheter aortic valve could not be secured and implanted as it did not maintain its position. The team suspected the valve was too small based on computed tomography measurements, which initially led to the selection of the 23-millimeter valve (perimeter 62, left ventricular outflow tract (lvot) 60.5). An intraoperative decision was made to switch to a 26-millimeter valve, which was successfully implanted without any complications. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed with a 20 mm non-medtronic (vacs) balloon. The deployment starting point was at the bottom of the pigtail catheter. The direction of the dislodgement was aortic. Prior to valve dislodgement, the implant depth was -2 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was +2 mm on the ncc and +1 mm on the lcc. A non-medtronic (boston safari s) guidewire was used for the procedure.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.